Manufacturer narrative:
Event was reported to have occurred on an unreported date at the beginning of (B)(6)2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to "eating expired food". It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin and gentamicin (intraperitoneal, doses, duration and frequencies not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.